Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not booting up due to the faulty controller boards. The field service engineer stated that there was a delay in dispensing the medication to patients. Further, the engineer replaced both controller boards in the main drawer 6 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system went offline and could not be powered on. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.